Manufacturer narrative:
Device passed displacement test. Hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Device received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the audio recall letter. The customer¿s blood glucose during the incident was unknown. The device failed the audio test during the call. The device will be returned for analysis.